Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pca tubing could not be disconnected from the y-site to the clearlink tubing of a primary access set. The customer had to cut the pca tubing from the primary set and restart an IV. It was unspecified as to when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.